Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted to evaluate the performance of the devices in relation to the reported event. Analysis of the device revealed the device met specifications; the controller passed visual inspection and functional testing. The controller was allowed to run for extended period of time. Results revealed that the controller's surface temperature felt normal to the touch. Additionally, thermal readings of the controller were normal.  As a result, the controller operated as expected. This controller has been upgrade to smr. No failure detected; the controller met specifications. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual warn the user to not operate the controller in temperatures less than -20 degree celsius (-4 degree ferenheit) or greater than 50 degree celsius (122 degree ferenheit) or the controller may fail. In addition the IFU cautions the user to always have a backup controller available and programmed identically to the primary controller. The patient manual also instructs the user to call their doctor immediately if they notice a sudden change in how the pump works, feels or sounds (even if there is no alarm). The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by the medical engineer that the controller would get too hot. The temperature was above 50 degrees celsius. The controller was subsequently exchanged with no reported effect to the patient. No further information was provided.